Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated the lead had high impedance on all contacts. X-rays discovered the lead fractured. In turn, surgical intervention may take place at a later date to address the issue.